Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states that at this time the battery indicator would not show the batteries were completely charged even if they were.